Event description:
Literature: huston o., watson r., bernstein m., mcgee k., stead s. M., gorman d., kendall h., huston j. Intraoperative magnetic resonance imaging findings during deep brain stimulation surgery. Journal of neurosurgery; 115: 852-857, october 2011. Published online (B)(6) 2011. Doi: 10.3171/2011.5.jns101457. Summary: the authors report on retrospective reviews of intraoperative magnetic resonance imaging during dbs surgery of 143 patients over (B)(6) to evaluate acute hemorrhage, intracranial air, brain shift, and accuracy of lead placement. The results included a total of nine patients with intracranial hemorrhage, only one producing symptoms, which lasted two days. Reportable event: the authors report that one patient developed a subarachnoid hemorrhage following dbs electrode placement. The patient experienced a severe headache and mild confusion following the surgery. The patient was admitted to the ICU for close observation and had a follow-up CT scan 24 hours later. There was no enlargement of the hemorrhage and evacuation of the intracranial blood was not required. The symptoms resolved prior to discharge on postoperative (B)(6). See literature article with MFR report# 3007566237-2011-09033.